Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A study participant, involved in an adc sponsored clinical trial, experienced a hypoglycemic event on (B)(6) 2015 while using the control device; a freestyle lite blood glucose meter. The study site provided the following information: the subject (who is an insulin-dependent diabetic) was found by a neighbor lying on the grass in his garden. The individual was sweating, had lost consciousness and had fallen; sustaining an abrasion on the left side of his forehead. He was transported to a local healthcare facility where he was treated with glucose via intravenous infusion. In follow-up with the study site the following readings were provided: 05:22 302 mg/dl, 10:03 75 mg/dl, 11:56 394 mg/dl and 21:25 243 mg/dl. It was further reported the individual self-treats with a standing dose of lantus insulin and then augments this with humalog insulin. There was no report of death or permanent injury associated with this event.